Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device check, the right ventricular (rv) lead exhibited no capture, and decreased sensing. There was no change in the patient's condition. A computerized tomograph in the septum without any issues. The patient is to be monitored. The initial rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.